Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause for the reported event could not be determined. The evaluation of (B)(4) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular device system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was explanted due to persistent infection patient back in operating room (or) with ventricular assist device (vad) speed of 8800rpm and 4.4lpm. Patient sedated and sternotomy performed after cardiopulmonary bypass (cpb) was initiated via axillary access. Vad outflow graft (ofg) and bend relief were dissected carefully from the sternum. Next, the heart and vad housing dissection was made. The outflow graft collar was removed revealing a black layer of tissue underneath, which was sent for pathology. The outflow graft was cut proximal to the ofg elbow and stapler used to seal the distal ofg. One inch of the original distal graft was left attached to the ascending aorta. The inflow cannula was dissected out of the sewing ring and removed still attached to the vad pump with the driveline severed at the internal bend relief. To remove the sewing ring, a portion of the of myocardium was removed still attached to the ring. The apical reconstruction was performed suturing the core closed. The patient was slowly transitioned off cpb with heart rate (hr) of 98, blood pressure of 116/61, and pulmonary artery pressure (pap) 25/16. Patient remained on dobutamine and milrinone for support. Chest closure performed without issue.